Event description:
It was reported that during a laparoscopic liver resection procedure, after several firings, the device was stuck on tissue, after not firing correctly. The surgeon was able to release it. No patient consequence.